Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user hematocrit outside range. Manufacturer contacted customer with follow up phone call to know whether customer had not symptoms and the new replacement is working properly; unable to contact customer; letter was sent.

Event description:
Consumer reported complaint for e-0 with symptoms as dizziness. The customer reports symptom of feeling dizzy. Customer advised to seek medical attention, customer declined. Customer was assisted and resolved the initial concern(troubleshooting).customer was able to test and obtain result of 200mg/dl non-fasting. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The test strip lot manufacturer's expiration date is 10/27/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: undisclosed customer reported a doctor's appointment same day as phone call.